Event description:
The manufacturer received information alleging a "service required" alarm condition occurred and the device stopped operating. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's system board was replaced to address the issue.